Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose level was 7 mmol/l at the time of the incident. The customer stated that she bloused for 9 units, delivered it was 7 units and it kept stopping. The customer stated that the tubing was not bent or kinked. The customer was advised to revert to the back-up plan. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump had no unexpected no delivery alarm during testing. The device had all operating currents within specification and passed the functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The insulin pump had a minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.